Event description:
User facility reported device was removed from use with patient and user was unable to lock needle into protection device. No adverse effects to patient or user reported.

Manufacturer narrative:
(B)(4). Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection found marks of solvent near the open/close mechanism. An attempt to activate the safety feature was unsuccessful as the arm was stuck to the base. The most probably cause of this failure is that the base came in contact with solvent used in the manufacturing process. Corrective action request was opened in july of 2015 to identify the root cause of the failure mode and to take appropriate corrective action. Anti-spill trays have been placed in the solvent dispensers in order to avoid splashing of solvent. When the gripper base has been bonded, the assemblies are then placed in a "fan" arrangement in order to avoid the bases from coming into contact with another base. The lot for this event was manufactured prior to the implementation of these changes. Retraining of production personnel was conducted by the production supervisor on october 9th, 2015, in order to reinforce manufacturing operations and inspections.